Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the air inlets were covered with dust. To resolve the problem, the stm performed preventative maintenance (pm), then cleaned and calibrated the iabp to factory specifications. The iabp passed all functional and safety tests to factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a maintenance required code #7. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.